Event description:
Customer observed an initially elevated advia centaur cp troponin ultra (tni ultra) that did not repeat with additional testing. There was an approximate 30 minute delay in reporting of the results due to repeat testing, however, there are no reports that treatment was altered or prescribed due to the elevated result. There are no reports of adverse health consequences due to the initially elevated advia centaur cp tni ultra result.

Manufacturer narrative:
Siemens service went on site and visually inspected the instrument. No obvious issues were found. A total service call was performed and no issues were observed. Qc testing and replicate testing of multi-diluent 11 testing was performed. All results were within expected ranges. No other discordant elevated results were observed on this system. Pre-analytical sample handling cannot be ruled out. System is performing to specification. No further evaluation of the device is required. The summary and explanation of the test section of the instructions for use states: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."